Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued. Replacement psu (camera) and camera laser control handle were shipped to site (B)(4) 2012. Medtronic evaluation of returned suspect camera laser control handle finds that when connected to known good psu (camera) the laser button was found to be fully functional. No problem found. Medtronic evaluation of returned suspect psu (camera) finds the laser pointer battery is dead. The psu also failed the aak test at .46mm. Camera directly caused event.

Event description:
A medtronic representative reported a laser pointer on the stealthstation s7 system camera was not working. There was no patient present.